Event description:
Procedure: anastomosis colon/rectum. Reportedly, the anvil jammed above the anastomosis (and the tissue was not cut properly. Re-operation occurred, another colon/rectum resection was necessary to recover the anvil, with fecal matter leaking through the abdomen. Applied another device to complete the second anastomosis.